Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103789) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye reactions. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of extensive contamination, dust and fiber contamination in the air outlet, air inlet and filter. The manufacturer completed an internal visual inspection. The manufacturer found evidence of dust and fiber contamination in the interior of the device, airpath, blower and blower box. The manufacturer also found evidence of pieces of foam in the bottom of the blower box. The manufacturer found evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 5 instance of: e-30. The manufacturer concludes the contaminates found were consistent with dust and fiber. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received a voluntary medwatch (mw5103789) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye reactions. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).